Manufacturer narrative:
The reported event of no pacing output was not confirmed. As received, the device¿s lead configuration was not yet programmed. The device pacing outputs were normal after lead configuration was set. Electrical and mechanical tests performed including output verification, capture tests, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.

Event description:
During attempted implant, the device did not pace. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.